Event description:
A leveen needle electrode was being used for therapeutic ablation of the adrenals, dr. Stated "that the first ablation achieved roll-off at approximately 12 minutes, however, during the second ablation attempt, charring was noted around the entry site at less than 8 minutes." The dr excised a small amount of tissue and closed the entry site. Antibiotic therapy was prescribed by the dr to minimize the chance for infection. Recent follow-up by dr nutting with the pt's wife indicates that there was no additional adverse affect related to the event.

Manufacturer narrative:
This device is currently being evaluated by the MFR. Following completion of the engineering evaluation, should further relevant details become available, a supplemental medwatch report will be filed under the appropriate sequence number. At this time, we are unable to determine the relationship between the device and the cause for this event.